Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the hemostatic agent was not adhered to the distal end and the channel. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During the procedure with the subject device, the user stopped the patient's stomach bleeding with a hemostatic agent. The user completed the procedure by using the subject device. The user found that the hemostatic agent had adhered to the distal end and channel when the subject device withdrew from the patient. After reprocessing, there was little hemostatic agent residue adhering, but the subject device was used to another procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.